Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of up to 500 mg/dl. Customer¿s current blood glucose is 495 mg/dl. Customer¿s blood glucose level was 460 mg/dl at the time of the incident. The customer treated with the manual injections. Troubleshooting was done for high blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.